Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that since implant, the patient has always had issues recharging the device. It takes forever (hours), and the patient has to sit down and watch tv while charging. The patient was interested in trying the adhesive discs. There was also poor coupling with recharging. Sitting against the charger head makes the implant site sore. The patient had extreme tenderness to the touch and a deep tissue burning sensation in the pocket starting about 3 or 4 months prior to the report, confirmed as 2017. The patient hasn¿t had any falls or trauma, but has recently lost weight. The patient has other unrelated issues with nerve problems in his back that he has gotten fixed through surgery. Once the nerve problems were gone, then the patient really felt the soreness and burning at the implantable neurostimulator site full force starting 3 or 4 months prior to the report, confirmed as 2017. In regards to the burning pain issue, it was determined that there was an issue and they need to reposition the battery pack. At the time of the report, there was swelling at the implantable neurostimulator site, and the burning sensation remained even when the therapy was turned off. Impedances were checked and they were ranging from 723 ohms to 952 ohms. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient needed to have their ins relocated surgically, but it had not been scheduled yet. The patient reported that it was extremely uncomfortable. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-06-26 from the manufacturer representative providing patient information. The reporting representative learned of this event from another representative on 2017-06-05. The patient first started to experience pocket irritation 6 months ago. An impedance check showed no electrodes were out of range. It was noted that a meeting with the neurosurgeon was being scheduled to get feedback on repositioning the battery. No further complications were reported. This information was noted to be confirmed with the health care professional (hcp)/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.